Event description:
The email received for the (B)(4) study indicated that during index procedure the angioguard rx failed to cross internal carotid artery. Also, the day of the index procedure the patient experienced behavioral change and dysarthria. The patient was asymptomatic prior to the procedure with nih and rankin scores at 0 respectively. Pta was being performed of a 90% occluded lesion in the proximal to the internal carotid artery and the proximal external carotid artery of 25 mm in length in a 6.0 mm vessel diameter with severe vessel tortuosity. The arch iii lesion was eccentric, ulcerated, and severely calcified. As the angioguard could not be deployed, an abbott embolic protection device was used instead and the lesion was pre-dilated. Then a 10x40 mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosed measured 25%. The patient was neurologically intact upon leaving the angio suite. At some point after the procedure the patient developed the neurological symptoms described but a diagnosis was not given. The patient was discharged on the following day. At discharge nih stroke scale score was 15 and the rankin score was 5.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(6) study indicated the day of the index procedure the patient experienced behavioral change and dysarthria. The patient was asymptomatic prior to the procedure with nih and rankin scores at 0 respectively. Pta was being performed of a 90% occluded lesion in the proximal to the internal carotid artery and the proximal external carotid artery of 25mm in length in a 6.0mm vessel diameter with severe vessel tortuousity. The arch iii lesion was eccentric, ulcerated, and severely calcified. As the angioguard could not be deployed, an abbott embolic protection device was used instead and the lesion was then pre-dilated followed by deployment of a 10x40mm precise pro rx stent with a 25% residual diameter stenosis. The patient was neurologically intact upon leaving the angio suite. At some point after the procedure the patient developed the neurological symptoms described but a diagnosis was not given. The patient was discharged on the following day with nih stroke scale score was 15 and the rankin score was 5. The patients medical history includes hyperlipidemia, congestive heart failure, CABG, coronary artery disease, coronary percutaneous revascularization and hypertension with high risk criteria of chf (class iii/IV) and/or known severe left ventricular dysfunction lvef 75. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15597716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Neurologic symptoms suggestive of a tia or cerebrovascular accident are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU (instructions for use) as such. These symptoms typically occur when the blood supply to part of the brain is interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.